Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced loss of stimulation. Diagnostic testing indicated high impedance values on multiple lead contacts. Subsequently, the lead was explanted and replaced. Effective stimulation was restored post-operatively. The lot number, manufacturing/expiration date and implant date of the lead is unknown at this time. Concomitant: the implant date of the concomitant ipg, model 3688, is unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.